Event description:
This case was reported by a consumer and described the occurrence of diabetes worsening in a (B)(6) female pt who rec'd super wernets denture adhesive powder ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super wernets denture adhesive power (dental). At an unk time after starting super wernets denture adhesive powder, the pt experienced diabetes worsening and increased blood sugar. The pt also reported, "I have had a cold now for a week". This case was assessed as medically serious by gsk. Treatment with super wernets denture adhesive powder was continued. At the time of reporting, the events were unresolved. Consumer reported that super wernets made her diabetes worse. The pt queried if the product contained sugar.

Manufacturer narrative:
Super wernets denture adhesive powder is manufactured in (B)(4). The lot number for this product is available (lot number n07484). It is unk if the product will be returned for quality assurance testing. (B)(4).